Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm force sensor. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified primary audible alarm post and there was no force sensor test error was found in ehl. During functional testing was unable to duplicate the primary audible alarm post during power up and was unable to duplicate the force sensor test error at power up all the readings of force sensor were within the required specifications. The root cause of the issues could not be determined. A corrective and preventative action has been opened to address primary audible alarm issue. Replace speaker as preventative. Repair was not needed for force sensor due to no problem found.